Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer also mentioned cracks along the top left corner by the battery compartment and battery longevity issues. No trouble shooting occurred. Blood glucose level was unknown at the time of the incident. Device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test. Device had cracked battery tube threads. (B)(4).